Manufacturer narrative:
Based on the claim against the product by the customer noting that the e-100 had a red led, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the cable connecting to the vision side cart (vsc) to the e-100 generator to resolve the issue. The isi fse also advised the site that the e-100 should be plugged into its own dedicated outlet, not a power strip. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding the e-100 having a red led was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e-100 had a red led. Prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse), the customer power cycled the e-100 three times and reseated the power cable for a hard power cycle. The e-100 continued to power up with a red led. The isi tse walked the customer through verifying the connections and walked them through holding down the power button to reset. The e-100 again powered back on with a red led. The customer moved the vessel sealer instrument to the erbe bipolar port to continue with the procedure. There were no reports of patient injury.